Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded fm was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that bd vacutainer® edta 2k had foreign material. No serious injury or medical intervention.

Manufacturer narrative:
Medical device type corrected to jka. PMA / 510(k)# corrected to: k981013.